Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/stabbing pain'), metal poisoning ('nickel poisoning'), diverticulitis ('diverticulitis') and hypoaesthesia ('numbness in her hands and feet/lossof feeling in her hands,legs.') In an adult female patient who had essure (batch no. 968210-not valid, 959210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right coil bent". The patient's medical history included smoker (she is a smoker so she was taken off the medication,). Previously administered products included for an unreported indication: depo provera from 2006 to (B)(6) 2011 and ortho tri cyclen from 1991 to 1998. Concurrent conditions included stomach pain since 2014, colonoscopy since 2014, anxiety, underweight, nausea, vomiting, bacterial vaginosis and vulvovaginitis. Concomitant products included nicotine. In 2012, the patient experienced back pain ("back pain/ pain like pins and needles"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches"), menstrual disorder ("abnormal periods") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced diverticulitis (seriousness criterion medically significant), bacterial infection ("bacterial infections") and vitamin b12 deficiency ("vitamin b12 deficiency"). In 2014, the patient experienced abdominal pain upper ("pain stomach"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced pain in extremity ("hands,feet /leg pain"). In (B)(6) 2016, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage ("heavy and abnormal bleeding"), metal poisoning (seriousness criterion medically significant), hypoaesthesia (seriousness criterion hospitalization prolonged), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), ovarian cyst ("cyst on her right ovary"), rash ("unusual rashes"), adnexa uteri pain ("ovaries pain/stabbing pain/ stabbing pain when bending orduring intercourse"), allergy to metals ("nickel allergy.") And leg pain ("hands,feet /leg pain"). The patient was treated with alprazolam (xanax), gabapentin, hydrocodone, pantoprazole, paracetamol (tylenol), pregabalin (lyrica) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the genital haemorrhage, metal poisoning, diverticulitis, hypoaesthesia, dysmenorrhoea, menometrorrhagia, abdominal pain, abdominal pain lower, ovarian cyst, rash, bacterial infection, vitamin b12 deficiency, dyspareunia, headache, weight increased, adnexa uteri pain, menstrual disorder, anxiety, pain in extremity, abdominal pain upper, migraine and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, anxiety, back pain, bacterial infection, diverticulitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menstrual disorder, metal poisoning, migraine, ovarian cyst, pain in extremity, pelvic pain, rash, vitamin b12 deficiency, weight increased and leg pain to be related to essure. The reporter commented: her physician recommended removal of essure. Current weight: 108 lbs. Discrepancy noted in date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unable to visualize blockage. Skin test - on an unknown date: plaintiff states she had allergy testing in both 2000 and 2016 that showed a nickel allergy. Endoscopic throat test on 2016 performed due to, reason of diverticulitis and on (B)(6) 2012 hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/stabbing pain"), genital haemorrhage ("heavy and abnormal bleeding"), metal poisoning ("nickel poisoning"), diverticulitis ("diverticulitis") and hypoaesthesia ("numbness in her hands and feet/loss of feeling in her hands, legs.") In an adult female patient who had essure (batch no. 968210 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right coil bent". The patient's medical history included smoker (she is a smoker so she was taken off the medication,). Previously administered products included for an unreported indication: depo provera from 2006 to (B)(6) 2011 and ortho tri cyclen from 1991 to 1998. Concurrent conditions included stomach pain since 2014, colonoscopy since 2014, anxiety and underweight. In 2012, the patient experienced back pain ("back pain/ pain like pins and needles"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches"), menstrual disorder ("abnormal periods") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced diverticulitis (seriousness criterion medically significant), bacterial infection ("bacterial infections") and vitamin b12 deficiency ("vitamin b12 deficiency"). In 2014, the patient experienced abdominal pain upper ("pain stomach"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced pain in extremity ("hands,feet /leg pain"). In (B)(6) 2016, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), hypoaesthesia (seriousness criterion hospitalization prolonged), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), ovarian cyst ("cyst on her right ovary"), rash ("unusual rashes"), adnexa uteri pain ("ovaries pain/stabbing pain/ stabbing pain when bending or during intercourse") and allergy to metals ("nickel allergy."). The patient was treated with alprazolam (xanax), gabapentin, hydrocodone, pantoprazole, paracetamol (tylenol), pregabalin (lyrica) and surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the genital haemorrhage, metal poisoning, diverticulitis, hypoaesthesia, dysmenorrhoea, menometrorrhagia, abdominal pain, abdominal pain lower, ovarian cyst, rash, bacterial infection, vitamin b12 deficiency, dyspareunia, headache, weight increased, adnexa uteri pain, menstrual disorder, anxiety, pain in extremity, abdominal pain upper, migraine and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, anxiety, back pain, bacterial infection, diverticulitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menstrual disorder, metal poisoning, migraine, ovarian cyst, pain in extremity, pelvic pain, rash, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: her physician recommended removal of essure. Current weight: 108 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Skin test - on an unknown date: plaintiff states she had allergy testing in both 2000 and 2016 that showed a nickel allergy. Endoscopic throat test on 2016 performed due to, reason of diverticulitis and on (B)(6) 2012 hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet received. Treatment drugs updated, onset date of the events (pelvis pain, head pain, hand,legs and feet pain and stomach pain), outcome of the event back pain and stabbing pain (pelvic pain) updated to recovered. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/stabbing pain'), metal poisoning ('nickel poisoning'), diverticulitis ('diverticulitis') and hypoaesthesia ('numbness in her hands and feet/lossof feeling in her hands,legs.') In an adult female patient who had essure (batch no. 968210-inv, 959210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right coil bent". The patient's medical history included smoker (she is a smoker so she was taken off the medication,). Previously administered products included for an unreported indication: depo provera from 2006 to (B)(6) 2011 and ortho tri cyclen from 1991 to 1998. Concurrent conditions included stomach pain since 2014, colonoscopy since 2014, anxiety, underweight, nausea, vomiting, bacterial vaginosis and vulvovaginitis. Concomitant products included nicotine. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain/ pain like pins and needles"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches"), menstrual disorder ("abnormal periods") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced diverticulitis (seriousness criterion medically significant), bacterial infection ("bacterial infections") and vitamin b12 deficiency ("vitamin b12 deficiency"). In 2014, the patient experienced abdominal pain upper ("pain stomach"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced pain in extremity ("hands,feet /leg pain"). In (B)(6) 2016, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage ("heavy and abnormal bleeding"), metal poisoning (seriousness criterion medically significant), hypoaesthesia (seriousness criterion hospitalization prolonged), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), ovarian cyst ("cyst on her right ovary"), rash ("unusual rashes"), adnexa uteri pain ("ovaries pain/stabbing pain/ stabbing pain when bending orduring intercourse") and allergy to metals ("nickel allergy."). The patient was treated with alprazolam (xanax), gabapentin, hydrocodone, pantoprazole, paracetamol (tylenol), pregabalin (lyrica) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the genital haemorrhage, metal poisoning, diverticulitis, hypoaesthesia, dysmenorrhoea, menometrorrhagia, abdominal pain, abdominal pain lower, ovarian cyst, rash, bacterial infection, vitamin b12 deficiency, dyspareunia, headache, weight increased, adnexa uteri pain, menstrual disorder, anxiety, pain in extremity, abdominal pain upper, migraine and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, anxiety, back pain, bacterial infection, diverticulitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menstrual disorder, metal poisoning, migraine, ovarian cyst, pain in extremity, pelvic pain, rash, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: her physician recommended removal of essure. Current weight: 108 lbs. Discrepancy noted in date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unable to visualize blockage. Skin test - on an unknown date: plaintiff states she had allergy testing in both 2000 and 2016 that showed a nickel allergy. Endoscopic throat test on 2016 performed due to, reason of diverticulitis and on (B)(6)2012 hysterosalpingogram most recent follow-up information incorporated above includes: on 7-dec-2020: medical record received. Lot number, reporters information, lab data and medical history were added. Event genital haemorrhage seriousness criteria made non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/stabbing pain"), genital haemorrhage ("heavy and abnormal bleeding"), metal poisoning ("nickel poisoning"), diverticulitis ("diverticulitis") and hypoaesthesia ("numbness in her hands and feet/loss of feeling in her hands,legs.") In an adult female patient who had essure (batch no. 968210(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right coil bent". The patient's previously administered products included for an unreported indication: depo provera from 2006 to (B)(6) 2011 and ortho tri cyclen from 1991 to 1998. Concurrent conditions included stomach pain since 2014, colonoscopy since 2014, anxiety and underweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches"), menstrual disorder ("abnormal periods") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced diverticulitis (seriousness criterion medically significant), bacterial infection ("bacterial infections") and vitamin b12 deficiency ("vitamin b12 deficiency"). In (B)(6) 2013, the patient experienced back pain ("back pain,"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), hypoaesthesia (seriousness criterion hospitalization prolonged), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), ovarian cyst ("cyst on her right ovary"), rash ("unusual rashes"), adnexa uteri pain ("ovaries pain/stabbing pain"), pain in extremity ("hans,feet /leg pain"), abdominal pain upper ("pain stomach") and allergy to metals ("nickel allergy."). The patient was treated with alprazolam (xanax), gabapentin, pantoprazole, pregabalin (lyrica) and surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had not resolved and the genital haemorrhage, metal poisoning, diverticulitis, hypoaesthesia, dysmenorrhoea, menometrorrhagia, abdominal pain, abdominal pain lower, ovarian cyst, rash, bacterial infection, vitamin b12 deficiency, dyspareunia, headache, weight increased, adnexa uteri pain, menstrual disorder, anxiety, pain in extremity, abdominal pain upper, migraine and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, anxiety, back pain, bacterial infection, diverticulitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menstrual disorder, metal poisoning, migraine, ovarian cyst, pain in extremity, pelvic pain, rash, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: her physician recommended removal of essure. Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Skin test - on an unknown date: plaintiff states she had allergy testing in both 2000 and 2016 that showed a nickel allergy. Endoscopic throat test on 2016 performed due to, reason of diverticulitis and on (B)(6) 2012 hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received: following events were added: nickel allergy. Duplicate event numbness of limbs was deleted. Outcome of the event back pain, stabbing pain was changed from unknown to not recovered/not resolved. Concomitant conditions added. Treatment drugs added. Event onset dates added. Reporter information added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.